Manufacturer narrative:
Follow-up # 1 date of submission 9/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on 8/09/2016 with the following findings: the investigation was unable to duplicate the original complaint about damaged to the cartridge compartment; there were no cracks observed in the cartridge compartment. Unrelated to the original complaint, it was observed that the battery compartment was cracked, the display screen was dim and discolored and the pump casing was cracked between the case seal and the keypad. The battery cap and cartridge cap were not returned with the pump and test caps therefore they could not be tested.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.